Event description:
Info received indicates the head of the bed is drifting down without being commanded.

Manufacturer narrative:
The tech isolated the issue to the hi/low down valve. He replaced the valve to repair the bed.